Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 885 mg/dl. Troubleshooting was performed, and found that the customer was getting low reservoir and no delivery alarms prior to the event, but he didn't change the infusion set. It was stated that the customer may not have heard the alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.